Event description:
It was reported that the pt expired in 2008, after an implant duration of 21 days. The reason for the pt's demise is unk, as no add'l info was provided.

Manufacturer narrative:
Device not returned.